Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. On (B)(6) 2015, the atrial pacing impedance measured 1254 ohms up from a trend of 475-532 ohms. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range and the impedance trend was variable. On (B)(6) 2016, the atrial pacing impedance measured 171 ohms and impedances continued to be variable. Analysis of the device memory indicated atrial oversensing. Beginning (B)(6) 2016, atrial oversensing was observed in the electrograms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and unstable lead impedances. It was noted that oversensing and noise triggered atrial tachycardia (at)/atrial fibrillation (af) episodes. A lead fracture was suspected. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.